Manufacturer narrative:
Upon re-assessing the complaint, it has been determined that the reported device did not cause or contribute to the event.

Event description:
It was reported that during surgery, the cpt centralizer did not seat to the cpt stem.